Manufacturer narrative:
The reported event of overheating up was duplicated. Upon disassembly for visual inspection,the rotor was damaged and coated with substance, which can cause or contribute to the reported event.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.